Event description:
Stent became dislodged "form" its balloon during an attempt to deliver it in an acute circumflex takeoff. Heavily calcified lesion at bifurcation made stent difficult to cross. Stent retrieved successfully under "fluro". No patient harm.